Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit was not reading co2. They rebooted the unit and tried a different connection cable, but the issue persisted. No patient harm was reported. Investigation summary: additional details were not provided, so a setup error could not be ruled out. The other likely factors are gas sensor damage (which is caused by improper maintenance) and device damage (which is caused by strong physical impact). Service history for gf-210ra s/n (B)(6) shows this is an isolated incident. Should the reported issue be caused by sensor damage or device damage, proper care and maintenance instructions are provided in the operator's manual. The gas sensor is a replaceable component, where the longevity is dependent upon the following factors: instrument and parts must undergo regular maintenance inspection at least every 6 months. If stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. Water trap should be replaced every 4 weeks or as indicated on the device. Ensuring the environment is optimal as described in the operator's manual. As indicated under ticket 127139, there is no other evidence suggesting predisposition to early failure. The likely cause is a lack of on-time preventative maintenance. Due to limited information available regarding routine maintenance, the root cause could not be determined.

Event description:
The biomedical engineer (bme) reported that the multigas unit was not reading co2. They rebooted the unit and tried a different connection cable, but the issue persisted. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the multigas unit was not reading co2. They rebooted the unit and tried a different connection cable, but the issue persists. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the multigas unit. Bedside monitor model: csm-1901a, sn: (B)(4). Bedside monitor model: bsm-1753a, sn: (B)(4).

Event description:
The biomedical engineer reported that the multigas unit was not reading co2. They rebooted the unit and tried a different connection cable, but the issue persists. No patient harm was reported.